Event description:
It was reported that the patient experienced a return of symptoms including increased pain and insufficient pain control. The patient had a morphine pump implanted for the past 12 years and during that time had been provided with breakthrough pain medication. "Several months ago" the patient went into diabetic coma and spent two weeks in the hospital. The patient stated that he never ate once the whole time he was in the hospital, and once he was released, still had no hunger. The patient "took three puffs off some hippy hay" as a final solution to see if it could make him a little hungry. The patient informed the nurse of this. The patient's doctor then refused to further provide the patient with breakthrough medication. The patient stated that the doctor lied to him saying that his pump was not capable of being connected with a personal therapy manager (ptm) that was supposed to give him a bolus amount of morphine for when he had breakthrough pain, which the patient stated "is more like a (B)(6) amount of morphine for my breakthrough pain, as I feel no relief from it at all". Two weeks prior to the report the doctor increased the amount the pump would deliver for the patient's breakthrough pain. The patient used to have his pump refilled every 40 days and at the time of the report it was down to every 22 days. The patient stated "now it is like taking two aspirins instead of just one, as I feel no different at all". The patient stated that when he used to take morphine pills, he would get some relief. The patient stated that in addition he could only take two bolus doses a day and know that it was capable of delivering more than that. The patient stated that "you are allowed to give yourself up to four bolus amounts in a 24 hour period, but not me, I can only get two bolus amounts in a 24 hour period. And it is worthless even to use the thing, as I get not one tiny bit of relief". The patient complained to his pain management doctor that the "tame the pain" device did absolutely nothing for him and also stated that "the (B)(6) thing does not work for me" and "device does not work at all". The patient stated that one time a manufacturer representative come to the doctor's office, checked the device, and said it was working. The patient was dissatisfied with his current managing doctor and was seeking a new doctor to manage the pump. The patient contacted every doctor on the list that was provided by the manufacturer and none would manage his pump. The patient stated that his previous managing doctor would set his pump up so that he would receive less at nighttime, when he was sleeping, and more during the hours when he was active; however, his new doctor kept it at a steady flow rate. The patient stated that he was at the point that after 14 years of having the pump he wanted it removed from his body. The patient expressed concern that once the pump was removed that he would be forced to rely upon narcotics for his pain which was exactly what his hepatologist did not want since the patient has liver disease. The patient stated that "now my time left to live will be cut short, since my liver will have to process the narcotics that I will have to take orally". As of the date of the report no appointments had been made. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w, lot#: l57861, implanted: (B)(6) 1999, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).